Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as this product did not cause or contribute to the event. The initial report should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this product did not cause or contribute to the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: additional item: cat#: 00877503602 / biolox delta head 12/14 36x0 / lot#: 3157992. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a left hip revision approximately two months post implantation due to instability, pain, squeaking, popping, and stiffness. Radiographic images indicated migration of head. During the revision, when the head was removed, metallosis and erosion were noted. The head, neck, and liner were exchanged without complications. The stem and cup remain implanted.

Event description:
It was reported that a patient underwent a left hip revision approximately eleven weeks post implantation due to a disassociation of the liner and cup. During the procedure, metalosis was noted from the head rubbing on the cup. All the metalosis was removed and the liner, head and neck were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00085, 0001822565-2024-00086. D10: cat #: 30123607 / g7 vit e high wall lnr 36mm g/ lot #: 64591563. Unknown cup. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.